Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum specifically located on the distal curvatura major, corpus ventriculito to treat a gastric outlet obsturction during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure when connecting power, the electrocautery did not cut through properly. It was noted that despite of the device not being able to cut through properly it was still working and blanching of tissue was observed. The physician attempted to reconnect; however, it was not successful. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to jejunum during an endoscopic ultrasound (eus) procedure. However, per the axios stent and electrocautery enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum."

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found no damages in the delivery system and the tip of the nosecone had evidence of cautery. The electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no issues were noted. The device was connected to the erbe generator, and bubbles were seen in the saline solution which is evidence that the tip was working properly. Product analysis did not confirm the reported event of cautery delivers energy intermittently as the device has been returned and no damages were found in the delivery system, also the tip of the nosecone had evidence of cautery. Based on the information available and without proper evaluation of the device, the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the stent was placed transgastric to jejunum. The IFU states, "the axios stent and electrocautery enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The stent is not intended to be placed transgastric to jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum specifically located on the distal curvatura major, corpus ventriculito to treat a gastric outlet obsturction during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure when connecting power, the electrocautery did not cut through properly. It was noted that despite of the device not being able to cut through properly it was still working and blanching of tissue was observed. The physician attempted to reconnect; however, it was not successful. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to jejunum during an endoscopic ultrasound (eus) procedure. However, per the axios stent and electrocautery enhanced delivery system directions for use, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement transgastric to the jejunum.